Event description:
It was reported during a routine office visit that this pacemaker device exhibited loss of capture, during a commanded auto-threshold testing. A technical service (ts) consultant reviewed the device data, and provided recommendations for additional testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.